Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed failed battery test after battery change. The customer's blood glucose is unknown. The customer uses the recommended battery type. It was advised that a battery cap replacement would be sent. The insulin pump will not be returned for analysis.